Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), battery depleted alarm and pump went blank. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed for pump error alarms and found the customer was able to clear the alarms and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed displacement test and self test. Troubleshooting was not performed for blank display. No harm requiring medical intervention was reported. The product mmt-1885 will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit powered on properly after battery installation and no blank display noted. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 2.0 received the lowbatteryalert (104) on 12/02/2025 19:28:00 after more than 7 days at 23.0 days. Battery cycle 1.0 received the lowbatteryalert (104) on 11/09/2025 19:10:00 after more than 7 days at 14.52 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The adapt tool was utilized to search for alarms that may have occurred in the past or during customer calls that might trigger the reason for concern. Pump error 43 was found on 12/19/2025 09:35:15.000. Line=589 file=121. Pump error 41 was found on 12/19/2025 09:35:15.000. Line=713 file=121. Per software engineering log, pump error 43 and pump error 41 were due to error with motor voltage regulator; isolate to motor assembly. However, while testing the unit, no relevant alarms or anomalies were noted. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Unit also passed the sleep current measurement test and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. Proceeded to cut unit open to perform deconstructive analysis. Per visual inspection, all connectors, including motor flex connector, were plugged in properly and no moisture damage was noted on the electronic assembly or motor assembly. Isolate to motor assembly. The following cosmetic damages were noted: keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of blank display were not confirmed when unit powered on properly after battery installation. Customer allegations of battery anomaly were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, customer allegations of pump error 43 and pump error 41 were confirmed when both alarms were found in download history files. Pump error 43 and pump error 41 were due to error with motor voltage regulator. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.